Event description:
Imp (B)(4).

Manufacturer narrative:
The cns hard drive was replaced but this did not resolve the issue. Waiting for the unit to return for failure investigation.

Manufacturer narrative:
Manufacturer narrative: the customer stated that the central monitoring system (cns) is freezing when tablet trend was selected. Then it would reboot. The cns hard drive was replaced but this did not resolve the issue. The unit was never sent in for evaluation. Due to the age of this complaint, additional information necessary to conduct an investigation is not readily available. Based on the information provided at the time of the event assessment, there is no indication of patient injury or reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.